Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported experiencing air bubbles in her insulin cartridges. She stated that she does allow insulin to reach room temperature prior to use. She was advised to properly adjust the piston rod of the infusion device and to attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. She was advised to always prime air bubbles from the system. She stated that she primes all air bubbles out except for small ones. She stated that she wears the infusion device inverted so the air bubbles are at the bottom of the insulin cartridge. She refused additional training. No physiological effects were reported. The pt was not experiencing air bubbles at the time of the report. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.